Event description:
It was observed that during the device evaluation, the camera head exhibited rusting on the coupler. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: h4, h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: rust on the coupler. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - do not round the camera cable smaller than 20 cm in diameter. There is a possibility of damage. - when rounding the camera cable, be careful not to twist the cable. There is a possibility of damage. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - after wiping, dry the camera head thoroughly before use. There is a possibility that the monitor image may become cloudy. The cause of the finding during evaluation could not be identified based on the information obtained from the results of the investigation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E3 is non-healthcare professional. The legal manufacturer's investigation is ongoing. This report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the camera head exhibited rusting on the coupler. There were no reports of patient involvement.